Event description:
It was reported that, "during tha - attached tracker to reamer handle attach power inserted into acetabular - boom! It blew apart - the springs popped - the "hooks" that hold the cup broke off - unusable.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.